Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: the 1 representative sample was subjected to visual inspection, indication time functional test, separation force functional test, catheter adapter leak test and injection valve test. The representative sample passed the acceptance criteria. No leakage was observed (refer to attachment b). No abnormality observed after activation. The needle is able to be contain within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The needle hole dimension and straightness is within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. Investigation conclusion: a review of the past 12 months qn was performed. There is a qn raised (qn: (B)(4)) on tight separation. Due to alignment of station 63 (cannula insertion) of va48 machine. The gap between safety grip and support block is wider and hence when the needle is assembled, the offset caused damage to the needle cap. Needle cap material got peeled at the lead in hole and got stuck in the needle cap. This resulted in tight separation during needle withdrawal which may cause the report defect of this complaint. Correction action has been implemented sep 2018 to correct the issue. However, as there is no defect observed on the representative sample, it cannot be determine if the reported complaint has the same issue. The complaint is unconfirmed as no defect is observed on the sample. Rationale: the root cause could not be established. Complaint trend would be monitored.

Event description:
It was reported that the venflon pro safety 18ga 1.3mm od 32mm l experienced blood spatter/leakage during use.